Event description:
It was reported that on october 30th when the staff came into the room , they found that the aws screen had broken and there were pieces all over the floor. No patient injury or staff reported. No other information is available.